Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the threads on handle have worn down. No longer can be used. Nothing left in patient. No surgical delay.

Manufacturer narrative:
Product complaint # pc-(B)(4). Investigation summary examination of the returned instrument confirmed the threaded tip is damaged. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.